Event description:
Nurse started a 18g IV in patient's right hand, good flash was noted and IV advanced while needle removed. The catheter was not all the way into the hand as resistance was met by a valve. IV line was hooked up to the catheter and IV noted to be infiltrated. As nurse tried to remove the catheter resistance was met and then catheter slid out. Inspection of catheter revealed 0.5 cm was missing from the end and still in the patient's hand. Pressure applied and tourniquet placed to patient's forearm and surgical consult obtained. Question if there was user error by nurse shearing off the catheter or manufacturing defect.